Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) level of 521 mg/dl; cause unknown. Customer administered a correction injection to address the bg. No further action was required.